Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that a sensar monofocal intraocular lens (model ar40e, +25.5 diopter) had residue on it. Doctor removed the lens. Reportedly, incision was enlarged and was closed with 10-0 vicryl. Patient was doing fine at discharge. The lens was replaced with same model with different serial number. Additional information was received and it was learnt that there was no patient injury, no other surgical or medical intervention. No further information provided.